Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the shaft of the delivery catheter was spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the lead indicated damage during use. The analyst noted the delivery catheter was returned without the slitter. Slitting did not start on the centerline on the hub of the delivery catheter. The deflection wire was exposed at 18 cm during slitting. The deflection pull band was damaged from the slitting with the deflection wire being exposed during slitting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the catheter hub broke smoothly and the cables that make the catheter bend became caught in the slitter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant that resistance was encountered when attempting to slit the catheter halfway down, preventing further slitting. The catheter was re-engaged, and the slitting continued. At the end, it was observed that all the internal mechanisms for catheter deflected outside. The catheter was attempted but not used and replaced. No patient complications have been reported as a result of this event.